Event description:
It was reported that a patient experienced a break in aseptic technique, further described as patient mace mistake, during peritoneal dialysis therapy which caused peritonitis. The patient was not hospitalized for the event. The next day, the patient was treated with intravenous vancomycin (1 gram stat, then every fifth day for 14 days), piperacillin and tazo (4.5gram for 14 days) for the reported event. The patient recovered from peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.